Manufacturer narrative:
This is capital equipment evaluated at the customer's facility: per the report received from the affiliate, the unit was serviced on 12/4/2009. The unit's performance was checked. No abnormality was found. It seemed that processing the wet device caused the burn. There were no parts replaced. The disposition of the load was reported as unknown. The load content was (1) electric knife. Other load related details were not provided. The vaporizer plate was in place. Details of installation and maintenance for the vaporizer plate were reported as unknown. The temperature of the environment where the load instruments and materials were stored prior to processing in the sterrad and the temperature of the room where the sterrad is located was 15-40 degrees celsius. The cleaning process for the device was describe as "wiped with wet cloth." The instrument was dried at room temperature. Wrapping material used during sterilization was reported as unknown. Per the sterrad 100s user's guide: warning! Hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Hydrogen peroxide may be present: wear chemical resistant latex, pvc (vinyl) or nitrile gloves whenever handling, a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber. Cleaning, rinsing and drying: carefully inspect all instruments and devices for cleanliness and dryness prior to packaging. If visible soil is present, the item must be re-cleaned and dried prior to sterilization. If moisture is present, dry the item thoroughly prior to sterilization.

Event description:
A report was received from the affiliate indicating a healthcare worker was burned while removing a load from a completed sterrad 100s sterilization cycle. The hydrogen peroxide (h2o2) contact/burn was on the worker's hand. Medical attention was not sought. The worker recovered from the symptoms within the day of occurrence. Per the report received, the worker observed h2o2 and moisture on the load after the completed cycle. The worker was not wearing personal protective equipment. Since the event, the worker has been trained on the proper use of the sterrad and safety precautions.